Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported during surgery that the handpiece was not operating and the pressure built up in the cord until it exploded. There was an unknown delay, but no harm/injury. No adverse events have been reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4 - UDI# -(B)(4). Review of the most recent repair record determined the motor, which was not running, and air hose/cord, which had burst, were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s)/part family and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.